Manufacturer narrative:
The suspected mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the described issue(s).

Event description:
A facility reported that the mlx 300w mlx 300w xenon lightsource (00mlx) was making a ticking noise and fails to start most of the time. In addition, when the unit does start, the light is becoming too hot to the point that it's burning the light cable. No injury, death or surgical delay has been reported.